Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal, heavy bleeding") and cholecystectomy ("gall bladder removed") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 2004. Previously administered products included for an unreported indication: flonaze. Concomitant products included fluticasone propionate (flonaze). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("abdominal bloating/ bloating"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), eczema ("eczema"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), scar ("scarring of bladder to lower uterine section") and lichen sclerosus ("reproductive system disorder or condition type of disorder or condition: lykinsclorosis") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (ablation and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal distension was resolving and the menorrhagia, genital haemorrhage, alopecia, back pain, anxiety, depression, vaginal haemorrhage, vulvovaginal mycotic infection, eczema, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, scar, cholecystectomy and lichen sclerosus outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, bladder disorder, cholecystectomy, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, lichen sclerosus, menorrhagia, nausea, pelvic pain, scar, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms, was forced to undergo a major surgery and has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. (Coils were placed correctly).. Most recent follow-up information incorporated above includes: on 13-may-2019: reporters, patient demographics, historical drug and medical history updated. On 06-apr-2016, she explanted essure (previously reported as apr-2016). Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: yeast infections, eczema, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, reproductive system disorder or condition type of disorder or condition: lykinsclorosis, scarring of bladder to lower uterine section, gall bladder removed. Updated outcome of events abdominal bloating and pelvic pain was recovering. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal, heavy bleeding') and cholecystectomy ('gall bladder removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 2004, cervical cancer, pap smear abnormal, gravida ii and parity 2. Previously administered products included for pregnancy prevention: oral contraceptive from (B)(6) to (B)(6) ; for an unreported indication: flonaze. Concomitant products included fluticasone propionate (flonaze). On (B)(6)2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal distension ("abdominal bloating/ bloating"). In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), eczema ("eczema"), bladder disorder ("bladder problems or changes,scarring of bladder to lower uterine section"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder fibrosis ("scarring of bladder to lower uterine section") and lichen sclerosus ("reproductive system disorder or condition type of disorder or condition: lykinsclorosis") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (ablation and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, back pain, vaginal haemorrhage and dyspareunia had resolved and the genital haemorrhage, alopecia, anxiety, depression, vulvovaginal mycotic infection, eczema, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, bladder fibrosis, cholecystectomy and lichen sclerosus outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, bladder disorder, bladder fibrosis, cholecystectomy, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, lichen sclerosus, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms, was forced to undergo a major surgery and has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2009: total bilateral occlusion. (Coils were placed correctly).. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-dec-2019: pfs&mr received. Updated outcome of events bloating, pelvic pain from recovering / resolving to recovered / resolved, back pain, menorrhagia, abnormal bleeding (vaginal), dyspareunia from unknown to recovered / resolved. Event onset date was updated. Lab data was updated.concomitant conditions, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), abdominal distension ("abdominal bloating"), back pain ("back pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, abdominal distension, back pain, anxiety and depression outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, depression, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms, was forced to undergo a major surgery and has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.